Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: following her right hip surgery, patient suffered from discomfort and pain in her hip. It became increasingly painful for her to move, bear weight and walk, to move her legs, and to rise from a seated position. At the (B)(6), 2010 revision surgery, patients physician re-inserted a new depuy asr hip implant device and left the original asr 52 acetabular component in place. Patient is now a likely candidate for an additional revision surgery.

Event description:
Litigation papers allege: following her right hip surgery, patient suffered from discomfort and pain in her hip. It became increasingly painful for her to move, bear weight and walk, to move her legs, and to rise from a seated position. At the (B)(6) 2010 revision surgery, patient's physician re-inserted a new depuy asr hip implant device and left the original asr 52 acetabular component in place. Patient is now a likely candidate for an additional revision surgery. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.